Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe due to c-84 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) erbe was analyzed. The unit was placed on an in-house system and was run in normal mode. The reported error was reproduced. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that bipolar was not working and error message c-84 was present on the erbe. The customer reported this issue was happening with two different bipolar instruments. Prior to calling, they changed out the instrument energy cables, changed out different instruments, and power cycled the erbe with no change. The procedure was completed as planned with no reported injury.